Event description:
A 4.0mm diameter by 18mm length s7 stent delivery system was inserted to treat a calcified lesion in the distal right coronary artery. The target lesion was pre-dilated with a 3.5mm by 20mm ptca balloon. It was not possible after several attempts to cross the lesion in the mid-right coronary artery. Upon removal of the stent delivery system, the stent dislodged from the stent delivery system proximal to the lesion. The undeployed stent was successfully retrieved with a 2.0mm by 15mm ptca balloon and removed from the patient. Subsequently, the target lesion was treated using rotational atherectomy on both the mid and distal lesions and deploying another MFR's stent to the distal lesion. The patient was reported fine post procedure and there is no additional clinical sequelae reported related to the event. The calcified lesion not being 1:1 pre-dilated likely contributed to the stent not crossing the lesion and the stent dislodging from the delivery balloon.